Event description:
It was reported that approximately one year after implantation of a vena cava filter, a CT scan demonstrated the filter in a good position; however, a filter limb extends into an accessory renal vein. Attempts were made to retrieve the filter, but they were unsuccessful. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide additional patient information (weight), which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient had a vena cava filter deployed for history of dvt, pe and pending laparoscopic gastric sleeve, patient also had history of coronary artery disease and acute myocardial infarction. The vena cava filter was deployed successfully inferior to the renal takeoffs without incident. There was no reported patient injury. Approximately one month post filter deployment, a scheduled filter retrieval procedure was performed. A contrast injected vena cavagram demonstrated thrombus from the left renal vein into the vena cava filter. Upon further discussion with other physicians following the vena cavagram, an attempt was made to retrieve the filter. Despite several attempts made the snare was unable to capture the vena cava filter for retrieval. A follow-up CT scan of the abdomen and chest was performed; two months post unsuccessful filter retrieval. The CT of the abdomen demonstrated ivc thrombus extending from the pelvic veins to the intrahepatic cava. No hepatic vein thrombus was identified. The CT scan of the chest did not demonstrate any filling defects that would suggest pe. Approximately one year post filter deployment a successful pta angioplasty was performed for a chronically occluded left common iliac vein. The left common iliac vein was reported to be patent with good blood flow at the conclusion the procedure. Two months post angioplasty of the left common iliac vein, a CT scan performed demonstrated nonocclusive thrombus in the left external and common iliac vein. Approximately two years post filter deployment the filter was successfully captured and retrieved percutaneously. Surgical forceps were used to free the embedded filter apex from the ivc wall. A snare device was used to capture retrieve the vena cava filter successfully. The physician stated that guided fluoroscopy demonstrated a 2-3mm metallic fragment in the retrieval sheath; the small fragment was aspirated through the retrieval sheath while the filter was being retrieved. Post filter retrieval, a vena cavagram performed demonstrated a stenosis in the ivc, a pta balloon and tpa were used to create a patent vessel with good blood flow. The patient was reportedly hemodynamically stable at the conclusion of the procedure. There was no reported patient injury. Post filter retrieval, a pathology report stated the six arms and six legs of the filter were intact, no report of any metal fragment deficit with the filter. Approximately one month post filter retrieval, pta angioplasty was performed for a chronic occlusion of the right external iliac vein. Two vascular stents were placed in overlapping manner in the right external iliac vein. Approximately five months post filter retrieval a follow-up CT angio of the chest was performed, the CT scan did not demonstrate pe or pericardial effusion. Image/photo review: CT scan of the abdomen and pelvis: radiologist report: CT scan demonstrated a 7.2mm cyst in the left lower pole of the kidney. Patient complaint of abdominal pain for the last two years. A small hypodense mass was noted on the anterior right hepatic lobe. Conclusion: the device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for a filter limb appearing in an accessory vein. Medical record were provided. The vena cava filter was deployed successfully inferior to the renal takeoffs without incident. The same day the patient underwent laparoscopic gastric sleeve surgery. Approximately, one month post filter deployment, during a scheduled filter retrieval procedure, a contrast injected vena cavagram demonstrated thrombus from the left renal vein into the vena cava filter. An attempt was made to retrieve the filter however is was unable to be captured. Two years post filter deployment the filter was successfully captured and retrieved percutaneously using surgical forceps to free the embedded filter apex from the ivc wall. A snare device was used to capture retrieve the vena cava filter successfully. The physician stated that guided fluoroscopy demonstrated a 2-3mm metallic fragment in the retrieval sheath; the small fragment was aspirated through the retrieval sheath while the filter was being retrieved. Post filter retrieval, a vena cavagram performed demonstrated a stenosis in the ivc, a pta balloon and tpa were used to create a patent vessel with good blood flow. The patient was reportedly hemodynamically stable at the conclusion of the procedure. Based on the medical records, the investigation is confirmed for detachment of component, though which piece detached is uncertain, difficult to remove, and tilt. Per the reported event details, the user had gastric bypass surgery post filter implantation. Per the instructions for use, "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore it is possible that the procedure contributed to the reported event. In addition, it was reported that an attempt was made to retrieve the filter 3 months after the bypass surgery. It is possible that the filter shifted during the retrieval attempt causing a limb to extend into an accessory renal vein. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Potential complications: - procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. Additional: date received by manufacturer; type of report; type of MDR report - follow-up #; event problem and evaluation codes- device code+description(B)(4). Update: weight; outcomes attributed to adverse event; date of event; event description; relevant tests/laboratory data; other relevant history; report source; event problem and evaluation codes - patient code. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year after implantation of a vena cava filter, a CT scan demonstrated the filter in a good position; however, a filter limb extends into an accessory renal vein. Attempts were made to retrieve the filter, but they were unsuccessful. There was no reported patient injury. Received medical records: it was reported that a vena cava filter was deployed for history of dvt, pe and pending laparoscopic gastric sleeve. The vena cava filter was deployed successfully, inferior to the renal takeoffs. Scheduled filter retrieval procedure was performed one month later. A vena cavagram demonstrated thrombus in the left renal vein extending into the ivc filter. A snare device was unable to capture the filter apex for successful filter retrieval. Two months later a CT scan of the chest and abdomen demonstrated ivc thrombus extending from the pelvic veins to the intrahepatic cava, no pulmonary embolus was identified. Follow-up CT scans of the chest did not demonstrate any pulmonary embolus. Approximately two years post filter deployment, filter retrieval procedure performed. Surgical forceps were used to release the embedded filter apex from the ivc wall, a snare device was used to successfully capture and retrieve the vena cava filter. The physician stated that guided fluoroscopy demonstrated a 2-3mm metallic fragment that was aspirated through the retrieval sheath at the time the filter retrieval. The patient was hemodynamically stable at the conclusion the procedure. Pathology confirmed all filter limbs were intact post retrieval, no report of any metal fragment deficit with the filter. Follow-up chest x-ray and CT scan did not demonstrate foreign body or pe.

Manufacturer narrative:
A mfg review would not be conducted as the investigation lot number is unk. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for a filter limb appearing in an accessory vein. The investigation is inconclusive for difficult to remove. Per the reported event details, the user had gastric bypass surgery post filter implantation. Per the instructions for use, "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore it is possible that the procedure contributed to the reported event. In addition, it was reported that an attempt was made to retrieve the filter 3 months after the bypass surgery. It is possible that the filter shifted during the retrieval attempt causing a limb to extent into an accessory renal vein. However, the definitive root cause is unk. The current IFU (instructions for use) states: warnings/ precautions/ potential complications: the safety and effectiveness of this device was not been established for morbidly obese pts. Open abdominal procedures such as bariatric surgery may affect the integrity and stability f the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Movement, migration or tilt of the filter are known complications of vena cava filters.